Manufacturer narrative:
Additional information:d10 h3:evaluation summary: post market vigilance (pmv) received one device. The visual inspection of the device noted that the 7/8 valve door was disengaged. The pmv performed functional testing; the balloon was inflated, no leaks detected.records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged valve door may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information becomes available, the file will be re-opened and the investigation summary will be amended as appropriate if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: when removing the dilator, the component was broken. There was no rapid loss of abdominal pressure due to the device issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.